Event description:
It was reported that an alert was received from this implantable pacemaker, indicating that a right atrial (ra) lead safety switch (lss) to unipolar sensing had occurred due to out-of-range pacing impedance. Prior to the lss, a signal artifact monitoring (sam) episode had also been declared due to ra electromagnetic interference (emi) artifacts. The patient was subsequently evaluated in-clinic, where provocative maneuvers reproduced some evidence of over-sensed noise. The lead threshold measurements were suitable. A lead conductor fracture was suspected. The physician elected to leave the system programmed to the unipolar configuration and increase the automatic gain control feature. Another follow-up appointment was scheduled for next month, where the physician will evaluate x-ray imaging and determine whether a lead revision will be performed. At this time, the system remains implanted and in-service. It is currently unknown if the ra lead is boston scientific product. No adverse patient effects were reported.